Manufacturer narrative:
The complaints of premature battery depletion, capturing problems, and rf telemetry lockout were not confirmed? A device history record was reviewed for quality control and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
New information noted that the device was unable to interrogate due to rf telemetry lockout.

Event description:
New information received notes that the device was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: d6b should be may 13, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited premature battery depletion and unspecified capture issue. No intervention was performed. It was noted that the physician will continue to monitor. The patient was in stable condition.